Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was returned for analysis. The balloon was tightly folded. The hypotube was fractured 137cm from the tip. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. The hub/manifold was not returned for analysis. There was no evidence that the confirmed separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during preparation a shaft kink occurred. A 8mm x 2.50mm nc quantum apex balloon catheter was removed from the hoop when the device got kinked near the hub. The procedure was completed with a different device. No patient complications were reported and the patient status is good. However, returned device analysis revealed hypotube break.